Event description:
It was reported that this patient with this pacemaker reported seeing a red call doctor icon on their remote monitoring system. The patient had a successful upload on their communicator after troubleshooting. Lattidue nxt showed no red alert conditions and the lead impedance measurements were stable within normal limits at that time. This pacemaker was then explanted and returned approximately a year and a half later due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker reported seeing a red call doctor icon on their remote monitoring system. The patient had a successful upload on their communicator after troubleshooting. Lattidue nxt showed no red alert conditions and the lead impedance measurements were stable within normal limits at that time. This pacemaker was then explanted and returned approximately a year and a half later due to an unknown reason. No additional adverse patient effects were reported.